Manufacturer narrative:
The returned sensor was evaluated. During inspection, a missing latch at the m15 connector was found. During evaluation the sensor passed all functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Corrected data: ( lot #) was corrected from 15hjq to 14een. Was corrected from (B)(6) 2015 to (B)(6) 2014.